Event description:
Nail was implanted in the pt in 2002 with superior and inferior locking screws. 3 months later it appears on the x-ray that the medio-lateral screw is broken. The broken medio-lateral broken screw was totally removed from the pt, and a part of the antero-posterior screw is removed too. The broken tip of the antero-posterior is still in the pt.